Manufacturer narrative:
Device evaluation: two (2) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H10 -list of all serial numbers of the devices and quantity 46123316. 44068914 (x2). 46137319. 46140919 (x2). 46125717. Five (5) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 7 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.